Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.0x24mm synergy stent was advanced to treat the lesion. However, after deployment, the delivery balloon was stuck and was difficult to remove. No patient complications were reported and the patient's status was stable.